Event description:
A bone reamer fractured during procedure, requiring manual removal of pieces and post-operative x-rays to ensure surgical site was free of foreign objects.

Manufacturer narrative:
The reamer that fractured was not an exactech device, but was reportedly used in conjunction with the t-handle quick release.